Manufacturer narrative:
No patient involvement was reported. UDI: (B)(4) lot number unknown device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that the nurse was doing her spinal setup for a degenerative lumbar posterior fusion at l4-l5. During the setup the instruments were inspected and it was noted that four (4) of the instruments were slightly damaged. Two (2) t25 stardrive shaft for matrix-standard and two (2) t25 stardrive shaft for matrix-long were slightly stripped at the distal end. It is not known exactly how or when these issues occurred. Surgery was not delayed; several other shafts were available and incorporated into the setup. No patient involvement. This report is for one (1) t25 stardriver shaft for matrix-standard. This is report 1 of 4 for (B)(4).